Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance on the superior vena cava coil, rv defib coil, and pacing portion of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.